Manufacturer narrative:
Other, other text: for all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections d3 and g1, please direct those to the following: regulatory.responses@icumed.com. H3, h6 - health effects codes - updated. One device was returned for investigation. Visual inspection confirmed that the relief alarm pressure and o2 concentration knobs missing. Housing contained minor nicks and cracks on the base. Complaint was not confirmed since device operated and cycled as intended. Replaced the oscillator as a preventative measure. Performed pm, replaced oscillator, flow block assembly, patient outlet connector, battery holder cap, control knobs and caps, recalibrated unit, cleaned and affixed new service label. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was not giving pressure and was in need of preventative maintenance. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.